Event description:
PICC line placed on 5/17/98 in pt with cerebral palsy. Pt was sent home for therapy. Brought into the hospital because "the line wasn't working". The nurse had a problem flushing the line and the pt was sent to fluoroscopy where a break was found just beneath the skin at the insertion site. The line remaining in the pt had migrated through the right atrium and right ventricle. The dr snared the catheter through the femoral vein without incident and the pt is fine.